Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, lesion crossing and balloon removal difficulties were encountered. The two lesions, both located in the left anterior descending artery, were pre-dilated with using a 2.0 x 20mm maverick 2 balloon. The physician had some difficulty crossing the lesions. The physician then successfully deployed both a taxus express2 3.0 x 20mm drug eluting stent and a taxus express2 3.5 x 20mm drug eluting stent. The balloons were fully deflated but would not disengage from the stents. Using force the guide catheter, balloon, and guide wire were removed as a system. After the balloons were removed, they were visually inspected and it was noticed that there was some balloon damage. Plavix was given preprocedure and reopro was given peri-procedure. There were no reported pt complications.